Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination could not be performed. Based on the provided information, the patient underwent a bypass surgery to remove the devices that got stuck during the procedure. According to the report, the physician believes that the guide catheter deformed the pre-existing stent which led to the guide extension getting stuck and the ivl device unable to be removed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a percutaneous coronary intervention (pci) procedure to treat a lesion located in the #3 branch and the distal right coronary artery (rca). Access was obtained via the radial artery. After the physician positioned the 6f guidezilla¿ii, the shockwave c2 coronary intravascular lithotripsy (ivl) catheter was advanced towards the target vessel. After the balloon successfully delivered 70 pulses in the # 3 branch, the physician attempted to advance to the distal rca. However, the guide catheter encountered a previously implanted stent which is in the #1 branch. The stent got deformed by the guide and so the physician attempted to remove the ivl catheter from the patient, however, it could not be pulled back and guidezilla simultaneously got stuck. The physician used another guide extension and a guidewire to bail out the stuck devices but were unsuccessful. The devices were retrieved with a bypass procedure. Reportedly, the patient is still in the hospital and has not yet been discharged as of this report. According to the report, the physician believes that the guide catheter deformed the stent which led to the guide extension getting stuck and the ivl device unable to be removed.